Manufacturer narrative:
(B)(4) 2015 10:00 am (gmt-4:00) added by (B)(4): this malfunction was previously addressed in the u.s. Through the device correction. A maquet field service technician evaluated the device and found a broken ambient light module. He replaced it with a new one and returned the device to service.

Event description:
The customer reported to maquet technical support that the ambient light is loose and falling out. There was no patient involvement, and no injuries were reported. (B)(4).

Event description:
(B)(4).